Event description:
It was reported that the console showed error codes 1103 (fiber identification failed) and 1101 (applicator can't be used anymore). The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The service repair was performed on-site by the field service engineer (fse). Based on the work order performed, the fse confirmed the 1103 fiber identification failed and 1101 information about the last usage of applicator error codes. The fiber ID assembly was replaced and resolved the issue. The laser console was calibrated and passed full functional and electrical safety testing. The DHR (device history record) was performed and completed. The laser console was installed on (B)(6) 2024. This laser console was covered under a semi-annual service contract. It was last serviced on (B)(6) 2025. The system was functional until the reported event date of (B)(6) 2025. The label review found, that based on the information provided, there was no evidence that the device was used in a manner inconsistent with the labelled indications as per auriga xl 4007. Based on the results of this investigation, the most probable conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the console showed error codes 1103 (fiber identification failed) and 1101 (applicator can't be used anymore). The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.